Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at the service department of olympus (B)(4), it was found that there was the dirt inside of the light guide lens and there was a gap in the bending section adhesive. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus korea (okr). Okr inspected the subject device and found air leak in the control section of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, there is a possibility that the dirt inside of the light guide lens was attributed to accumulation of corroded products as a dirt object due to water ingress from the air leak point, and the gap in the bending section adhesive was attributed to aging deterioration or physical/chemical stress.